Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, that the colonovideoscope exhibited the nozzle is clogged by a black rubbery material. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. It was unknown whether there was any deviation from instruction for use in reprocessing steps for the location where foreign material remained. There was no damage to the area where the material resided. The instructions for use states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection." And the prevention method associated with the event in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.